Event description:
An elevate anterior/apical graft was implanted on (B)(6) 2011. Six weeks post-op, the pt had a follow up visit with the physician and it was indicated that on a vaginal exam, the physician noted something sharp on the pt's left sidewall. It was indicated by the physician that it was believed to be the anchoring device from the obturator membrane. The physician "grabbed it and transected it on the mesh at the level of the epithelium and the remaining mesh retracted so nothing is exposed." It was reported that the "pt seemed to be fine and she will follow up with her (the physician) in a few weeks."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.